Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The resistance of the inspiratory and expiratory heater wires were tested to check if they were within specification. Results: the resistance test revealed that the inspiratory limb heater wire was out of specification. No fault was found with the expiratory heater wire. A lot check could not be completed as the lot number was not provided. Conclusion: the resistance of the inspiratory heater wire was out of specification. This was due to a poor connection between the heater wire and the connector pins that most likely developed after the subject rt200 breathing circuit was released for distribution. All rt200 adult breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. This suggests that the resistance of the inspiratory limb heater wire only became out of specification after it was released for distribution.

Event description:
A hospital in (B)(6) reported to our distributor that an rt200 adult dual-heated breathing circuit was not heating. No patient consequence was reported.